Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one needle sample was provided for evaluation. However, bd could not confirm the reported condition since no material number and lot number were provided. The returned sample did not appear to be a bd needle. No root cause can be determined at this time. The lot number is unknown. Therefore device history record review (DHR) or quality notification review (qn) could not be performed. Shall a material or lot number become available, the complaint will be re-opened, and an investigation will occur. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ needle pierced through the shield and stuck the nurse. As a result, the nurse had blood drawn and labs completed. The following information was provided by the initial reporter: "I had a nurse get stuck and I need them to take a look at this needle." "I do not have all the details besides just knowing that when capping the needle, the needle breached the end of the cap." "Did the rn require medical attention? She had to have blood drawn and labs completed."